Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and removal difficulties occurred. The 90% stenosed lesion was located in an av fistula within the moderately tortuous distal radial artery. The physician advanced a 5.0x40x40cm mustang balloon to dilate the lesion. The mustang balloon was inflated to an unknown atms and ruptured. The distal balloon ruptured and resulted in a complete separation of the distal and proximal balloons but not a separation of the balloon from the catheter. The mustang balloon was difficult to retrieve and became stretched during removal. The mustang balloon catheter was successfully removed as a unit. The procedure was completed a different device. No patient complications were reported and the patient's status was okay.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and removal difficulties occurred. The 90% stenosed lesion was located in an av fistula within the moderately tortuous distal radial artery. The physician advanced a 5.0x40x40cm mustang balloon to dilate the lesion. The mustang balloon was inflated to an unknown atms and ruptured. The distal balloon ruptured and resulted in a complete separation of the distal and proximal balloons but not a separation of the balloon from the catheter. The mustang balloon was difficult to retrieve and became stretched during removal. The mustang balloon catheter was successfully removed as a unit. The procedure was completed a different device. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found the device was returned with a 5fr sheath. The balloon was torn circumferentially 30mm distal to the proximal markerband. The shaft was kinked 8mm proximal to the proximal balloon bond. The single lumen shaft at the balloon portion of the device was stretched and kinked. The distal end of the balloon was bunched up at the distal tip. The distal tip was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).